Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had recently received high and low blood glucose levels. Blood glucose level at the time of incident was 600 mg/dl and was treated with manual injection. Customer also reported issues with battery cap damage and no low battery alerts. Troubleshooting was declined. Product will return for analysis.